Manufacturer narrative:
Based on review of the file, this report was updated from a serious injury to a malfunction. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic cholecystectomy procedure with cholangiogram. The device was being applied to the cystic duct. The surgeon utilized the a clip to hold the catheter in place for the cholangiogram. When the clip was removed, the surgeon observed a small hole in the cystic duct. No issues were experienced with the firing of the device. The hole was not repaired. The duct was clipped below the hole and then the duct was cut at the spot of the hole. The case continued normally. The patient status is alive, no injury.

Event description:
According to the reporter: occurred during a laparoscopic cholecystectomy procedure with cholangiogram. The device was being applied to the cystic duct. The surgeon utilized the a clip to hold the catheter in place for the cholangiogram. When the clip was removed, the surgeon observed a small hole in the cystic duct. No issues were experienced with the firing of the device. The hole was not repaired. The duct was clipped below the hole and then the duct was cut at the spot of the hole. The case continued normally. The patient status is alive, no injury.